Manufacturer narrative:
Voluntary report was received via the us mail. The cover page for the report stated: the report, (B)(4), was received through FDA's medwatch program. We are forwarding it to you for review since you might be unaware of this event. The report contains all the information presently available. The maude event report (foi) had extremely limited information. Included was an event date of (B)(6) 2012, a report date of (B)(4) 2013. The reporter was not identified; as such the initial reporter was unable to be contacted for further information or device availability. The full event description is recorded on this form. The identification of the device was model number 6947-02. The/lot number was 2168223. This information was entered into the manufacturer's complaint database for tracking and reporting purposes.

Event description:
Received notice from FDA regarding an incident. No user facility information was included with the notice. Event description is as follows: volun on (B)(4) 2013: prior to the patient's c-section, the physician attempted to place an epidural catheter. The end of the epidural catheter was not visible on removal, and it was determined that the tip of the catheter was retained in the patient's lumbar foramen. A CT scan identified the retained fragment.